Event description:
It was reported that when the patient was exercising experienced an inappropriate electric shock (ias). Upon review, it was confirmed noise myopotential leading an ias. Technical services (ts) discussed and recommended troubleshooting efforts. No additional adverse patient effects were reported. The device remains in service.